Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07542. It was reported the trial lead was placed and tested intraoperatively with high impedances noted. Troubleshooting including replacing the external trial cable, and repositioning the lead were unable to resolve the impedance issue so the physician opted to remove the trial lead and place a new lead. It was reported the patient rec'd adequate stimulation postoperative. Both possible lots are being reported.